Manufacturer narrative:
(B)(4).

Event description:
Territory business manager (tbm) reported on (B)(6) 2015 that on (B)(6) 2015, they experienced a loss of connection between the smart device and transmitter. No additional patient or event information is available.